Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 95% stenosed, 2.5mm x 3mm, eccentric target lesion with a bend of >45 and <90 degrees was an area of restenosis located in the mildly tortuous and mildly calcified distal left circumflex artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.